Manufacturer narrative:
Both leads were surgicall abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient had presented with pocket stimulation. Upon interrogation both the right ventricular (rv) lead and right atrial (ra) lead pacing impedances were out of range which triggered the lead safety switch (lss) to be activated. A loss of capture (loc), undersensing along with pacing inhibition had also observed. It was later found that there was damage to the insulation. A lead revision was performed and both leads were capped. New leads were successfully implanted. There were no adverse patient effects reported.